Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Although a fresenius (B)(4) technician serviced the machine, additional information was not provided. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with an unspecified melted component. The melted component was reportedly found by a fresenius (B)(4) technician while servicing the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.